Event description:
It was reported that a spectrum pump was constantly alarming for system error 322. It was also reported that ther was no pt injury.

Manufacturer narrative:
(B)(4). The device as received and evaluated by baxter. The reported system error 322 was confirmed through review of the event history log. It has been determined that the upper and lower auxiliary were the failing components which caused this error. The upper and lower auxiliary were replaced.